Event description:
Customer reported the tubing had a large hole and leaked just below the top blue piece of the pumping segment. A very expensive drug (prolastin) was wasted. No report of patient harm. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Undetermined or unknown cause. The customer's report of a leaking tubing was confirmed. During visual inspection of the set received it was noted that the silicone segment had a tear near the upper fitment. Microscopic examination noted two crush marks to the upper blue fitment. Functional testing showed a leak near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is undetermined.